Event description:
Physician reported patient had pump reservoir filled a week ago and 2 days later started to experience mental status changes. It's unclear if the medications in the reservoir were changed, or if the infusion programming parameters were changed at the time of the refill. Physician was consulting with another physician regarding explanting the pump, or emptying the reservoir to suspend the delivery of medication until further intervention, or programming can be done. Additional information has been requested from the hcp, and a follow up report will be sent when new information is received.